Event description:
It was reported that this left ventricular (lv) lead may be contributing to patient reported sternal pain and abnormal device behavior. Although initial concerns were for phrenic nerve stimulation, the patient described the discomfort as mid-sternal pain. Device interrogation showed that the lv lead was oversensing right atrial (ra) activity. Lv sensing was subsequently turned off. Additionally, an elevated lv pacing threshold was noted, with optimal capture requiring higher output. These findings, particularly in the context of a recent implant, raised concern for potential lv lead displacement. Further evaluation, including a chest x-ray was recommended. All findings were communicated to the managing physician. No adverse patient effects were reported. This lead remains in service.